Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's lead had high impedances. It was noted that it looked like the lead had fracture. The patient will undergo revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient¿s lead had high impedances. It was noted that it looked like the lead had fracture. The patient will undergo revision.